Event description:
Customer reports system is displaying low ma error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced worn out batteries and the vertical lift power supply. System operates as intended.